Manufacturer narrative:
A visual inspection showed the glidescope video laryngoscope was damaged. The damage consisted of the device being broken at the tip, and the two shell halves were separated. Additionally, the camera lens cover was detached, there was delamination of the plastic, and the serial number label was missing. Safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customer on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and properly replace any that show signs of wear or damage.

Event description:
The customer reported that the glidescope gvl 4 video laryngoscope was broken. There was no pt involvement.